Manufacturer narrative:
Device was used for treatment, not diagnosis. Percutaneous cerclage wiring followed by intramedullary nailing for subtrochanteric femoral fractures: a technical note with clinical studies. Archives of orthopaedic and trauma surgery 134: 1227-1235. This report is for an unknown proximal nail femoral nail system (pfn)/ unknown quantity/ unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article: kim, joon-woo, et al., (2014). Percutaneous cerclage wiring followed by intramedullary nailing for subtrochanteric femoral fractures: a technical note with clinical studies. Archives of orthopaedic and trauma surgery 134: 1227-1235 korea this article evaluated complex subtrochanteric fractures treated by percutaneous cerclage wiring followed by intramedullary (im) nailing for anatomical fracture reduction and union. Twelve patients, with unstable subtrochanteric fracture, were included in the study with mean age of 48.3 years. All twelve cases healed at an average of 19.1 weeks after surgery. Complication: one patient had a re-operation for malrotation (removal and re-fixation of distal interlocking screws after correction) was performed at one week after the index operation. This complaint contains one device. This complaint is for an unknown proximal femoral nail (pfn) system.